Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 10 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016, at 04:00pm. The patient manages his diabetes with ¿lantus insulin, metformin and glimiperide pills¿ and consumed less food or drink on (B)(6) 2016, at 04:30pm, in response to the alleged issue. The patient reported that on (B)(6) 2016 at 07:00pm he developed symptoms of ¿shortness of breath and nervous¿, however denied receiving any treatment. During troubleshooting the cca noted that there was no apparent misuse of the device and it was not the first time the meter had been used. The patient did not notice the battery indicator prior to meter not turning on. The patient was unable to perform a rapid charge. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.